Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/27/2017. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ab (product complaint level 2 and level 3 investigation procedure). No deficiency identified. Assessment: no repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium and chloride results on an (B)(6) male with no clinical symptoms and scheduled for an operation. There was no additional information at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).